Event description:
Allegedly neck has broken.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event codes is addressed in the package insert. The report will be update when the investigation is complete. This is the same event as 1043534-2009-00059, 00060.